Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the distal left circumflex (dlcx) with 90% stenosis, heavy calcification and mild tortuosity. The 3.0x15mm trek rx balloon dilatation catheter (bdc) had resistance with the anatomy during advancement and was inflated once at 10 atmospheres but ruptured. There was resistance with the anatomy during removal but was removed independently. Another non-abbot balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.